Manufacturer narrative:
B3. Date of event: year of event have been provided, but month and day is unknown. One device was received for evaluation. Service history review found no previous services in the past 12 months. The customer problem was confirmed through visual inspection, as the upstream occlusion sensor and air detector sensor were corroded. The device was deemed beyond economic repair (ber) as it required major repairs.

Event description:
The customer returned the product for fluid intrusion during device analysis; the air detector sensor and upstream occlusion sensors were damaged (corroded). There was no patient involvement.